Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. User error should be considered.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that the patient had a blood glucose level between 40 and 70 mg/dl, with confusion, difficulty speaking, unsteadiness with standing and walking, and a severe headache. During troubleshooting, customer support discovered that the sensor error 1 was displayed (calibration was recently entered and sensor cannot calibrate at this time) and identified training/misuse issues: patient reported low bg due to the 'error 1' message appearing all day: the pump did not alert for bg going low, so patient did not treat in time. The sensor error 1 issue is not reported as insulin delivery from the pump is not interrupted. The alleged product issue is not likely to cause an adverse event because the sensor and transmitter have no affect on insulin delivery. The user is instructed not to solely use cgm technology when making dosing decisions with the pump. The owner's booklet instructs the user to contact animas if a broken or defective sensor is suspected. This complaint is being reported as the patient experienced hypoglycemia related to user error.